Event description:
A medical or therapy problem was reported. The patient experienced breakthrough tremors on the left side that lasted 10-15 seconds. It was a possible fluid short. Reprogrammed and at 1 volt, patient experienced shocking in the left hand which moved into the arm. X-ray imaging was reviewed. The device does not cut out at regular intervals and it appears to be random in nature. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).